Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences.